Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-00555, 00556.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this same event; the associated manufacturer report numbers are 1225714-2014-02906 and 1225714-2014-02907. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.